Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the magnet had detached from the latch assembly. The field service engineer took out the main station drawer, examined it, and replaced the defective inseparable magnet. Additionally, the pixie bus cable was reconnected to resolve the issue. The customer has confirmed that they are now able to successfully recover the previously malfunctioning drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer encountered a failure and unable to recover. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. Consequently, the customer was required to visit another station to obtain the necessary medication. There were no adverse events or injuries reported based on this incident.